Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The flow sensors were cleaned to resolve the issue. Customer contact reports no patient information is available. Unique identifier: (B)(4).

Event description:
The hospital reported the unit had an error that resulted in a loss of ventilation during a case. There was no report of patient injury.